Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported his stimulation was no longer effective, so they removed the implant on (B)(6) 2020. The patient said the lead was still implanted, he had an abandoned lead, but needed head and neck mris. Troubleshooting asked and the patient explained that the implant was great at first, but halfway through 2018 the pulsating of the stimulation was getting too painful, and after a while was "overstimulating".